Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was pt stating that 'it' is not charging and it will charge to 100% and then the next day it is at 50%. Pt stated it takes 2.5 hours to charge. Agent tried to ask clarifying questions - pt stated the issue is with controller charge and the ins charge. Agent had pt reset controller and unlock controller. Pt saw controller at 50% and ins at 80%. Pt then stated that the ins battery is not holding a charge. When asked event date, pt stated they noticed yesterday but, pt then stated for the past 4-5 months, the charge is only lasting a couple weeks. Agent asked if they have increased intensity or have been reprogrammed; pt stated no, nothing has changed. Agent reviewed implant battery depletion is dependent on settings and usage. Agent reviewed rtm replacement from feb 2024. Agent reviewed a replacement controller will not have an impact on ins battery depletion. Agent recommended to monitor ins charge duration with replacement controller. The pt was redirected to hcp to further address ins charge depletion concerns. A replacement battery pack and controller was sent out. No symptoms were reported.